Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose was 486 mg/dl on (B)(6) 2019 and also had keypad anomaly. The customer¿s blood glucose level was 486 mg/dl at time of incident. The customer was treated with intravenous drip and manual injection. The customer had symptoms such as nausea, vomiting, abdominal pain, difficulty breathing. The customer does not allege pump was under delivering. The customer was advised that the pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.